Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-oct-2022 to 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed as pocket with meds was unloaded. A field service engineer helped the customer to remove meds. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es system had a failed drawer. The main drawer 1.2 was beginning to fail on the la.4nw pyxis machine. Multiple cubies had failed, and it had cubies in the drawer that had failed but had not been ejected from the machine. As a result, the nurses were not able to give medication to their patients. This malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and not being ejected as a result of the nurse cannot being dispenced medications to their patients. The field service technician confirmed no issues found from drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. As a result, drawer was not ejected from machine and nurse cannot gave medication to their patients. Customer stated that this malfunction directly affects the patient care. There were no adverse events or injuries reported based on this event.